Manufacturer narrative:
Returned device was received in decent physical condition. The top case was cracked by the tube holder and the left plunger case was damaged. Evidence of reported problem in event log was found. During the evaluation of the device, it was found that the super capacitor on the main board does not operate as intended with low profile black panasonic cap. The main pcb was replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical medfusion syringe pump presented with a super capacitor power on self test watch dog error. The patient was not impacted by the event. No adverse events were reported.